Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has just been received by the manufacturer. Following completion of the investigation, a supplement will be forwarded at that time. At this time, the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2009, that an endovive safety peg kits pull method was being exchanged five months after placement. According to the complainant, during retraction, the button broke 5cm from the internal bumper. The device fragment was removed using a scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."